Manufacturer narrative:
B3. Date of event: actual event date is unknown. B1. Adverse event/product problem: corrected. D3. Manufacturer name, manufacturer address 1, manufacturer address 2, manufacturer city and manufacturer zip/postal code: corrected. G1. MFR site facility name, MFR site address 1, MFR site address 2, MFR site city and manufacturer zip/postal code: corrected. The product was not returned so no physical analysis could be performed. A review of the device IFU and operators manual was completed and did not reveal any evidence of device misuse, off-label use, or failure to follow instructions. The potential causes and controls for complaints related to the clinical event were identified. Based on the information available, an evaluation conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that before the procedure during pre-treatment, no fluid came through the device. The device was replaced, then the generator stopped. The procedure was rescheduled. There were no clinical consequences to the patient occurred due to this event.

Manufacturer narrative:
Date of event: actual event date is unknown.

Event description:
It was reported that before the procedure during pre-treatment, no fluid came through the device. The device was replaced, then the generator stopped. The procedure was rescheduled. There were no clinical consequences to the patient occurred due to this event.